Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." Requested but not returned by hospital.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2016 due to a fractured liner. The head, cup and liner were removed and replaced. The locking ring, metal rim of the cup, and the head were noted to be damaged.